Manufacturer narrative:
The customer¿s report that the extension tubing set would not properly connect to the patient's IV and leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No obvious issues were observed with the received sample. Visual inspection of the set noted no damage or any anomalies. The extension set's luers were within iso specification when measured, functional and pressure testing resulted in fluid flowing through the set with no connection issues, leaks, or other issues observed. The root cause was not identified.

Event description:
It was reported that the extension tubing set would not properly connect to the patient's IV and leaked. The customer later reported that there were no adverse effects caused to the patient from the event as the tubing set could not be attached to the patient without leaking and was not used.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the extension tubing set would not properly connect to the patient's IV and leaked. The customer later reported that there were no adverse effects caused to the patient from the event as the tubing set could not be attached to the patient without leaking and was not used.